Event description:
It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. Erroneous results were determined because gram stain results did not correlate with bcid results. No erroneous results reported to clinicians. There was no patient impact. The following information was provided by the initial reporter: pt # 2, 81-cb-23-148473: lot #: unknown, sequence #: (B)(6), instrument s/n: (B)(6). No erroneous results reported: bcid result: strep spp., strep pneumoniae, c. Tropicalis, bcid2, lot #: 2qt323, gram stain: gpc in pairs, culture grew strep pneumoniae.

Manufacturer narrative:
The following fields were updated due to additional information: d.4. Medical device lot #: 2284990. D.4. Medical device expiration date: 31/07/2023. H.4. Device manufacture date: 11/10/2022.

Manufacturer narrative:
H.6. Investigation summary: catalog: 442020. Batch no. 2284989 & 2284990. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is unconfirmed based on retention samples and batch history record review results. Catalog: 442020. Batch no. 2333803. Customer reported a positive ID result for bactec media, while using biofire filmarray® blood culture identification. Neither photos nor returned good samples were received. Bd was unable to reproduce the customer¿s experience with the bactec product based on our internal procedures and the intended use of the product. Retention samples were visually inspected, tested for viable contamination by sub-culturing on tsa, chocolate, sabouraud and schaedler agars plates, voltage output and gram stain. All results were satisfactory. Batch history record review did not identify any evidence for which the customer submitted the complaint. A complaint history review was conducted, and batch has been previously investigated for the reported defect. No trend identified for this batch. Complaint is unconfirmed based on retention samples and batch history record review results.

Event description:
Report 2 of 3: it was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. Erroneous results were determined because gram stain results did not correlate with bcid results. No erroneous results reported to clinicians. There was no patient impact. The following information was provided by the initial reporter: pt # 2, 81-cb-23-148473: lot #: unknown. Sequence #: 449498702359. Instrument s/n: ft 4645. No erroneous results reported. Bcid result: strep spp., strep pneumoniae, c. Tropicalis. Bcid2, lot #: 2qt323. Gram stain: gpc in pairs. Culture grew strep pneumoniae.

Manufacturer narrative:
D.4. Medical device expiration date: unknown .h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.h.4. Device manufacture date: unknown.

Event description:
Report 2 of 3. It was reported that while using bd bactec¿ peds plus¿/ f culture vials (plastic) that there was a molecular false positive. Erroneous results were determined because gram stain results did not correlate with bcid results. No erroneous results reported to clinicians. There was no patient impact. The following information was provided by the initial reporter: pt # 2, 81-cb-23-148473: lot #: unknown. Sequence #: 449498702359. Instrument s/n: (B)(6) . No erroneous results reported. Bcid result: strep spp., strep pneumoniae, c. Tropicalis. Bcid2, lot #: 2qt323. Gram stain: gpc in pairs. Culture grew strep pneumoniae.